Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method code, result code, conclusion code updated. Device evaluated by MFR.: synergy ii, us, mr, 3.0 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts 1 to 3 on the proximal end of stent are undamaged. The remainder of the stent is pulled, stretched and deformed in a distal direction extending over the tip. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A review of the maximum crimped stent profile measurement of the associated batch records for this device was performed. The stent crimp force, the crimp temperature and the crimp duration for the device all meet the specification. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16 synergy ii drug-eluting stent was selected for use. However, during preparation, upon removing the stent protector, the stent was pulled off from the delivery system. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A3.00 x 16 synergy ii drug-eluting stent was selected for use. However, during preparation, upon removing the stent protector, the stent was pulled off from the delivery system. The procedure was completed with another of the same device. No patient complications were reported.